Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide instructs the user to remove any residual air from the cartridge. Per tandem user guide: residual insulin remaining in the cartridge is unusable.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 140 units of insulin during the load sequence. Reportedly customer reused insulin from a previous cartridge and was not performing the air removal step. Tandem technical support educated the customer of cartridge and insulin labeling. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 450 mg/dl.